Event description:
During a lap cholecystectomy procedure, when applying the first clip, the scrub nurse noticed the clips did not look normal. This was investigated using the camera and the malformed clips were removed and another clip applier opened. This one was fine and the operation was completed uneventfully. When the clips failed to form properly inside the patient, the malformed clips were removed. One device retruning.